Event description:
It was reported that a peritoneal dialysis (pd) patient passed away. A pd registered nurse (pdrn) contacted fresenius to deactivate the patient's account in order for the patient's family to not receive additional supplies. Additional information was obtained through follow-up with the patient¿s pdrn. The patient was found deceased on (B)(6) 2025. The patient was still connected to the liberty select cycler when found. However, the last completed treatment was recorded as (B)(6) 2025. The patient¿s records documented that a full treatment was completed without any issues. The cause of death was documented as chronic obstructive pulmonary disease (copd). No additional information was provided.

Manufacturer narrative:
Additional information: d9, g4, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed signs of physical damage due to display misaligned. Although there was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and tech pumps test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away. A pd registered nurse (pdrn) contacted fresenius to deactivate the patient's account in order for the patient's family to not receive additional supplies. Additional information was obtained through follow-up with the patient¿s pdrn. The patient was found deceased on (B)(6) 2025. The patient was still connected to the liberty select cycler when found. However, the last completed treatment was recorded as (B)(6) 2025. The patient¿s records documented that a full treatment was completed without any issues. The cause of death was documented as chronic obstructive pulmonary disease (copd). No additional information was provided.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of death. However, there is no documentation of a causal relationship between the patient death and use of the liberty select cycler. The patient was found deceased on the cycler, so it is unknown at what time the patient expired. However, the patient did complete a full treatment prior to the death. The patient¿s cause of death is documented as copd. This combination of copd and ckd is independently associated with a higher prevalence of other comorbidities (especially cardiovascular) and increased mortality. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.